Manufacturer narrative:
A 25 gauge vitrectomy probe and cannula have been returned for evaluation. The probe was returned without tubing or its tip cover. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)

Event description:
The nurse reported that the tight trocars were noted during a case. The cannula was switched with another cannula. Upon removing the trocar at the end of the case, a retinal detachment was observed at the port site. The retinal detachment was treated using cryopexy and the case was completed. The patient's status is unknown and the nurse declined to provide further details.